Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter caps were separated from the input and output lines of the xenium ultra dialyzer. This was found upon opening the package, prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One unused sample was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. During visual testing it was noted that the device was not intact as the red and blue caps were missing. An evaluation for the reported issue was not completed because components were missing. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.